Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., g.3., h.6. Device photo evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "leak at valve" and "could express saline through valve by compressing implant." Device has been explanted.